Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: 30 minutes after starting cisplatin, pumped alarmed "accumulated air", nurse responded to pump and was able to clear line and bubbles and attempting to restart infusion pump alarmed "invalid line". Nurse removed line and replaced line back in pump, code cleared, infusion restarted with correct dosing per order. Cisplatin infusion alarmed at 60-minute mark, nurse double verified fluid in bag running at the correct rate. Nurse programmed pump to complete the remaining cisplatin volume in the bag, it infused over 30 more minutes. Alerted pharmacy of prolonged infusion. Pt reports no complications, doing well with no adverse effects. Infusion completed, pt d/c stable.